Event description:
It was reported that the patient presented with a bowel obstruction which on operating, showed was caused by the ventralex patch. The ventralex was crumpled up and it seemed as though the ring had broken. The ventralex requires removing, but the patient is an alcoholic and certain levels in his body were so low, he could not be kept under the anaesthetic for any length of time. As this was an emergency procedure, there are no scans, which means it is not possible at this point to see if the ring has broken. Medical detail: 2009 - presented with abdominal pain on and admitted to surgical ward. Very tender abdomen, so transferred to medical ward where a CT scan was done. In 2009 - surgery showed small bowel heavily stuck to ventralex. Surgeon has to resect and do a re-anastomosis of the bowel. Surgeon did not remove the ventralex due to the fact that the patient was unable to consent, as he had been unconscious prior to the op. Surgeon covered the remaining ventralex as best he could with omentum. At about 3 days later, pt had a wound dehiscence. In the next day, the pt went back to theatre for wound re-suturing - no irrigation. Sent to itu after second theatre visit. At about days later - patient died.

Manufacturer narrative:
When asked surgeon what the cause of death was, he said that no post-mortem was done, because he had been an in-patient, so they knew the cause of death. He had an hepatic disease and his death was brought on prematurely by the small bowel obstruction. He said there is no doubt whatsoever that the small bowel obstruction was caused by the ventralex. He said the patient was unlikely to have died if he hadn't had an obstruction. Adhesions are a known adverse event that is listed in the IFU. No product has been returned for evaluation, therefore, we are unable to either verify alleged problems of the ventralex being crumpled up and seeming as though the ring had broken. In the additional medical details provided, there is no indication that the mesh had a broken ring. Therefore, no conclusion cab be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate have been requested.